Event description:
On (B)(6) 2025, the user reported frequent hypoglycemic episodes while using the device. The user stated they were only announcing lunch meals due to the insulin delivery amount. The user¿s blood glucose was 50 mg/dl at the time of the report.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.